Event description:
This letter is to inform dist that, while surveying three 0.5 mm pb thyroid shields facility has measured radiation exposure readings which exceed normal radiation exposure readings. The following table summarizes the results of radiation surveys: geiger-muller survey instrument: ludlum 14 c, background exposure reading=0.03 mr/hr. Thyroid shield (a), lp-800b, MFR data 5/97 yielded 0.12 mr/hr. Thyroid shield (b), lp-8015, MFR date 5/97, yielded 0/13 mr/hr, and thyroid shield (c), lp-800b, MFR date 5/97, yielded 0/14 mr/hr.